Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had pain at the site of the neurostimulator following a car accident. The physician had performed some x-rays in (B)(6) 2010 that showed no change in the leads. Subsequently, it was reported that the device had moved and the pt now experienced chronic and severe pain in the pelvic area in additional to the pain at the device site. She visited with the company representative and was given a new program which had not helped. She suddenly developed a severe stuttering problem that affected her speech and thinking. She had severe communication problems. Additional info was requested.